Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported tip of the height adjuster sheared off. The tip sheared off during a procedure and the screw had to be helicoptered out. Nothing was left in patient. The item number for the screw is unknown. No further information has been received.